Event description:
It was reported that the customer was putting the new enlite sensor in and it is not blinking green at all. When she disconnected it from the charger, it flashed. Customer stated that right now it is not flashing when connecting to the sensor. Customer's blood glucose level was 235 mg/dl. Customer reported that the transmitter does not blink when connected to the sensor. Customer stated that she put it back on the charger 3 times and it is currently on the charger. Customer stated that she can hear it click but it is not blinking. Customer inquired if she can put the new sensor in the same area. Customer was advised to insert in an area that is 2 inches away from her current site. It was found that the sensor was bent. Customer found a bent cannula, which can be from the scar tissue or muscle that it was hitting. No additional information provided.

Manufacturer narrative:
Findings: reliability analysis evaluated 1 opened/used enlite-sensor and performed visual inspection and failed per spec. Found cannula bent. Also unable to perform insertion test, due to sensor being opened/used.